Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable connector was damaged and the green (+3.3 v) wire was broken inside the connector. The root cause of the damaged connector and broken wire cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.